Manufacturer narrative:
Per additional information received, it has been determined that this event is not reportable. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that from the physician regarding increasing the target temperature to get patient temperature to 33c on the arctic sun device. The patient temperature currently at 30.1c. The patient was on co-continuous renal replacement therapy (crrt) and had been below target temperature for hours. Mss confirmed that the water temperature was 40c, with a high-water temperature limit of 40c programed in their hypothermia protocol. Mss explained that increasing the target temperature would not help to increase the patient temperature since the water temperature was set to not going any higher than 40c. Mss discussed a potential solution would be increasing the high-water temperature limit to 42c. Nurse said they would check with the physician, to see if they wanted it increased. Mss walked nurse through how to increase the high water temperature limit, and advised they could call back if they had trouble increasing it if ordered. Mss reminded nurse to do diligent skin checks due to the extended period of warm water. Per follow up information received via phone on (B)(6) 2022, initial reporter stated that they did troubleshooting with mss, and the issue was resolved by changing the temperature of the water. There was no injury to the patient and therapy was completed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that from the physician regarding increasing the target temperature to get patient temperature to 33c on the arctic sun device. The patient temperature currently at 30.1c. The patient was on co-continuous continuous renal replacement therapy (crrt) and had been below target temperature for hours. Mss confirmed that the water temperature was 40c, with a high-water temperature limit of 40c programed in their hypothermia protocol. Mss explained that increasing the target temperature would not help to increase the patient temperature since the water temperature was set to not going any higher than 40c. Mss discussed a potential solution would be increasing the high-water temperature limit to 42c. Nurse said they would check with the physician, to see if they wanted it increased. Mss walked nurse through how to increase the high water temperature limit, and advised they could call back if they had trouble increasing it if ordered. Mss reminded nurse to do diligent skin checks due to the extended period of warm water.